Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via a manufacturer representative (rep) regarding the pt's implantable neurostimulator (ins). Rep said pt reported battery draining, whether therapy was left on or off, that it can go from 100% to 50% the next day. Energy check showed recharge interval of 5 days, but the battery was only lasting 2 days. Rep said pt sticks with one group. Impedance was normal from 800-1000 ohms, in different body position tests. Rep was not able to see recharge data. Technical services(ts) advised rep to have patient update the controller date and time to allow diaries to have accurate information and patient to keep a diary of power level when recharging. Issue started a couple weeks ago. No symptoms were reported.